Event description:
Revision knee was reported.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Revision knee was reported.

Manufacturer narrative:
Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: records not provided for review. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. No further investigation for this event is possible at this time as no devices or insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.